Event description:
S: pt here for surgery. Having piv placed by heath tech. While placing the piv, she had great blood return. While sliding the catheter off of the needle, the needle poked through the catheter. She then removed both the catheter and the needle. B: none a: catheter noted to be intact below the level of the hole. R: is there other information or history of catheters having issues? Current lot# 5135741 was not previously identified by previous psr submissions or the FDA recall from 05/21/2025 previous lot #s identified at the facility: 5045781, 3005948, 4193407 (not recalled) previous lot number from FDA recall: 4116814.